Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to infection. The left ventricular (lv) lead, right atrial (ra) lead and right ventricular (rv) lead were cut, capped and remain in the patient. The source of infection was identified as broken skin from patient scratching. Cultures were taken and the patient treated with antibiotics. No further patient complications have been reported as a result of this event.